Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Manufacturer narrative:
Additional device added for this event: battery- bat054790. During analysis of log files, an instance of premature power switching was found involving bat054790. Evaluation of the device is in progress. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) catalog: 1650de exp. Date: 08/31/2015 mfg. Date: 08/31/2013. (B)(4). It was reported that the patient was experiencing power switching events. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a premature power switching event involving (B)(4). The power switching event was most likely due to a communication error between the controller and battery. The controller ((B)(4)) did not have the smr upgrade at the time of the event. Failure analysis of (B)(4) revealed that the battery passed visual inspection and functional testing. The reported power switching could not be replicated during testing. (B)(4) was returned, but was quarantined, and destroyed in accordance with the requirements of fsca apr2014.1 ((B)(4)) and is therefore not available for analysis. Based on the results of an internal investigation , it was determined that there is a potential for this battery to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction may have contributed to the reported event. However, log file analysis did not reveal power switching events involving (B)(4). A review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The most likely root cause of the reported event can be attributed to a communication error between the controller and (B)(4). A CAPA was open to investigate the communication errors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a reference guide for normal battery behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported from (B)(6) that the patient had observed "an unexplainable power switching; no alarms, no pump stops." The battery was replaced and is being returned to the manufacturer for evaluation. There was no effect on the patient. Investigation is ongoing.